Event description:
Info was rec'd that reported, a pt was hospitalized on (B)(6)2010 due incidence of hyperglycemia. Per the pt's parent, the pt's insulin infusion pump was physically damaged, was alarming and was non-operational. The pt was brought to the hospital with due to high blood glucose levels. She was admitted and treated with insulin and IV fluids.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.